Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 1 year, 4 months, and 17 days post-implant of a 23 mm sapien 3 ultra valve in the mitral position within a non-edwards valve, the 23 mm sapien 3 ultra valve required intervention due to stenosis. A valve in valve was completed successfully with a 20mm sapien 3 ultra valve after fracture/expansion to the initial valve using a 22mm true balloon. The patient was stable.